Manufacturer narrative:
The pod arrived not deployed, delivering 46 first prime pulses and deactivating before the start of second prime. The pod functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 1 and 4 hours. No impact to the patient's glucose level was reported.